Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16370. The pt has two leads from the same lot number. It was reported he has not had stimulation for over one year. The pt stated he has been charging his ipg during this time, although the last time he charged was approximately 2.5 months ago. It was also reported the pt has lost a significant amount of weight and now complains of discomfort at his ipg and anchor sites. He stated he can feel the devices through the skin, and the sensation is irritating. However, according to the manufacturer's device registration system, the pt was never implanted with anchors. The pt will meet with a sjm representative regarding the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.